Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had delayed basal ganglia bleed/ hemorrhage 4 days after stage 1 deep brain stimulation (dbs). It is unknown if there were any environmental/ external/patient factors that may have led or contributed to the issue; possible cardiovascular hemorrhage. Per the doctor's office, stage 1 dbs surgery on (B)(6) 2021, post-op CT scan was clear. The patient then had confusion, was rescanned and hospitalized on (B)(6) 2021. The patient passed away on (B)(6) 2021. The patient's medical history included a cardiac history and was on blood thinners but it is believed this was stopped prior to the symptoms. Additional information was received from a manufacturer representative (rep) reporting that 72 hours post-op, the patient was also lethargic. The rep heard the patient was on blood thinners. They are not sure when the patient restarted the blood thinners.